Event description:
It was reported that the patient experienced phrenic nerve stimulation and felt the patient notifier. The patient presented in backup vvi. The device was restored to normal function, but the physician elected to explant the device. The device was explanted and replaced. The patient was stable before the procedure. No further information is available.

Manufacturer narrative:
The reported event of bvvi was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event is a rf ic anomaly.